Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an acl reconstruction, the footprint ultra pk 4.5mm fractured. A 3.8mm punch was used to initiate the tibia and perform cortical fixation of the graft threads. Then, the 4 threads were passed in the 4.5mm footprint (2 manual and 2 through the pin) and the implant was impacted in the hole. The green thread was removed from the implant and it was completed entering the laser line; finally the block was made but when the stem was removed the threads came out, which indicated that the implant was fractured. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up footprint anchor of 5.5mm. No further complications were reported.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states the footprint ultra anchor is implantable, biocompatibility is not an issue. If fragments from the broken footprint ultra anchor were retained local irritation/discomfort, and/or migration of the anchors should not be ruled out. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.